Manufacturer narrative:
This ICD is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated by multiple programmers after being explanted from the patient due to a recent heart transplant. A magnet was also applied to the ICD and no beeping tones were elicited. It was suspected that the battery of the ICD was dead and may have prematurely depleted. The battery status as the patient's previous check-up had not indicated any anomalies. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis confirmed the device had no telemetry and no pacing output. An x-ray taken noted no irregularities and confirmed the plasma fuse was intact. The device case was opened to facility analysis of the internal components. Detailed analysis noted the battery voltage was too low to support device functions. The battery was isolated from the circuit and a high current drain was identified. The source of the high current was isolated to a power supply component. Analysis concluded that the device was subjected to an unknown source of high voltage electrical overstress at or after explant.